Event description:
During primary surgery, the stem sat proud on initial insertion. While trying to seat in the femoral canal, the patient's bone fractured and the porocoat was coming off the stem. All was removed from the patient. This caused a 20-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.